Event description:
It was reported that during a gastrectomy procedure, the output power of hand-control of the device was less than normal so that the blade could not cut and coagulate. Another device was used to complete the procedure. There was no patient consequence reported.